Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the cassettes are leaking. The pdrn confirmed the leaking has occurred on quite a few cassettes. Upon follow up, the pdrn confirmed that patient has been experiencing leaking cycler sets at the blue pin during treatment and the pin was not pushed in. The pdrn confirmed the leaking has been occurring for many treatments but could not confirm the number of instances or dates involved. Fluid has not been found in or around the cycler itself. The pdrn could not confirm if the alarms experienced by the patient were related to any of the fluid leaks. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments either using continuous ambulatory peritoneal dialysis (capd), the cycler, or just skipped the remainder of treatments. The pdrn confirmed that the patient has received replacement cyclers and is continuing with peritoneal dialysis on the latest replacement cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the cassettes are leaking. The pdrn confirmed the leaking has occurred on quite a few cassettes. Upon follow up, the pdrn confirmed that patient has been experiencing leaking cycler sets at the blue pin during treatment and the pin was not pushed in. The pdrn confirmed the leaking has been occurring for many treatments but could not confirm the number of instances or dates involved. Fluid has not been found in or around the cycler itself. The pdrn could not confirm if the alarms experienced by the patient were related to any of the fluid leaks. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments either using continuous ambulatory peritoneal dialysis (capd), the cycler, or just skipped the remainder of treatments. The pdrn confirmed that the patient has received replacement cyclers and is continuing with peritoneal dialysis on the latest replacement cycler without issue and without reoccurrence of the reported event. Upon further follow up, the pdrn confirmed that the piece of paper at the end of the plastic cap mentioned refers to the hydrophobic membrane of the filter at the end of the cycler set patient line.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. There was no information in the order history system found indicating that the affected product was delivered to the customer. Additionally, the last delivery lot was reviewed, however, no information in the order history system was found indicating that the affected product was delivered to the customer. As no information was found in the order history system, a device history record (DHR) review was not performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the cassettes are leaking. The pdrn confirmed the leaking has occurred on quite a few cassettes. Upon follow up, the pdrn confirmed that patient has been experiencing leaking cycler sets at the blue pin during treatment and the pin was not pushed in. The pdrn confirmed the leaking has been occurring for many treatments but could not confirm the number of instances or dates involved. Fluid has not been found in or around the cycler itself. The pdrn could not confirm if the alarms experienced by the patient were related to any of the fluid leaks. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments either using continuous ambulatory peritoneal dialysis (capd), the cycler, or just skipped the remainder of treatments. The pdrn confirmed that the patient has received replacement cyclers and is continuing with peritoneal dialysis on the latest replacement cycler without issue and without reoccurrence of the reported event. Upon further follow up, the pdrn confirmed that the piece of paper at the end of the plastic cap mentioned refers to the hydrophobic membrane of the filter at the end of the cycler set patient line.